Manufacturer narrative:
No blank display noted. Unit received with frozen screen and a constant audio alarm due to moisture damage electronic assembly. Unable to perform operating currents, self test, error test, rewind test,basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test or verify backlight anomaly due to frozen screens. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.